Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The male luer from the extracorporeal tubing was not returned. No blood was observed inside the iab catheter. One kink was found on the inner lumen within the membrane approximately 5.6cm from the iab tip. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported problem could not be duplicated during testing. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
The patient was shifted to the ccu after the procedure ws completed on intravenous heparin infusion; however it was noted that as soon as the patient was in ccu (within few minutes of transfer) the iabc suddenly stopped and despite repeated attempts after flushing, zeroing and refilling it did not start again and the patient was moved back for another iabc as she was on high inotropic support for cardiogenic shock. No difficulties were encountered during insertion or pumping. Alarm did sound. No blood seen in the catheter tubing. No patient injury or death resulting from the event. Patient expired on (B)(6) 2012.